Event description:
It was reported that the patient's clinic wanted to confirm the validity of the pressure sensor readings. As a result, the sensor was calibrated via echocardiogram on (B)(6) 2019, where the cm mean was increased by 16 mmhg, which resolved the issue. Accurate readings were observed under the manufacturer's patient care network database.